Event description:
It was reported that the patient had a loss of therapeutic effect with no stimulation sensation. It was further reported that the patient had stimulation before going to bed a few days prior to the date of the report. The patient awoke the next day with no stimulation sensation. The patient was seen by his health care provider (hcp) and reportedly was supposed to have the system checked and x-rays taken. It was then reported that the patient had been told by the surgeon to "check into the hospital and have everything removed because it was infected and the device was defective." It was noted that the surgeon "didn't even check the system or suggest that option prior to suggesting removal of the device." A manufacturer representative then met with the patient's hpc. It was reported that "everything tested fine with the integrity of the device." X-rays were taken and showed that the lead had pulled back to the subcutaneous space and no anchors could be seen. The hcp indicated that there "were no obvious signs of infection and the device was functional." It was also noted that the patient had been seen "earlier in the week" and had good coverage at that time. Several days later, it was reported that the patient's leads had migrated and he had lost stimulation in the desired area. The system was reportedly intact with normal impedances. The patient was reportedly referred back to his surgeon for a revision but it had not been scheduled at the time of this report. Additional information was requested but had not been received as of the date of this report.

Event description:
It was reported, the implantable neurostimulator (ins) may have "slipped." Patient reported, the health care professional stated, the device has "slipped about half way out" and the leads are now detached from the implant. The device has moved down towards the patient's hip. It was also noted, the health care professional informed the patient that they may have a "tear in sheath around spinal cord which would have happened during surgery." It was also noted, the health care professional stated they may have "put a hole in their spinal cord." Patient was having terrific headaches. Patient noted a "clamp" that should have been used. Patient had a knot near their back/hip which they thought was the stimulator but they were not sure. Patient had x-rays to determine movement of device and leads. Follow up from the representative noted, the device was confirmed as moved and that the lead had moved into the sub-cutaneous space. As far as "clamp" was concerned from the previous report, the surgeon does not regularly use anchoring. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was no confirmation of a spinal cord tear from the surgeon. It was noted that the patient had symptoms that resembled a csf leak, including headache, which were treated as if there was a csf leak without diagnostic confirmation. The symptoms subsided within a month post-operatively of the implant. Lead migration was confirmed due to the hcp not using an anchor. The patient was referred to a surgeon to revise the lead, and the revision was completed (B)(6) 2013 with optimal outcome. It was reported that the patient's original pain symptoms were currently completely covered by his scs system.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).